Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for an endovascular treatment. A heli-fx guide was selected for use in a patient to treat a type ia endoleak from the stent graft. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of a tortuous aortic neck. It was reported that the guide was maneuvered in the aorta without an obturator or applier. When the applier was inserted it failed to push forward to the tip, something was wrong at the location of the tip causing the applier to not be able to go through. The guide was replaced with a similar one and it was used to successfully complete the case. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.